Event description:
The field service engineer (fse) reported a leak inside the coulter lh 500 hematology analyzer. The instrument was generating rbc voteouts when the leak was noticed. The volume of the leak was about a drop and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that there was a leak at the rbc bath aperture fitting. The tubing was loose at the fitting and was causing the leak and bubbles in the sweep flow line. The fse replaced the fitting and the attached tubing. The instrument ran without any leaks and giving proper rbc results. The repairs were verified per established procedures. (B)(4).